Manufacturer narrative:
The customer¿s report that the tubing set cracked at the filter and leaked was not confirmed, however a crack was noted on the female luer. Visual inspection showed that the female luer had a vertical hair line crack approximately 0.4145 inches long. The luer was inspected under magnification and no stress/ tool marks were observed. Functional and pressure testing resulted in leaking from the crack. The root cause was a combination of manufacturing issues and the effect of chemical agents on mechanical connections of the luer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing set cracked at the filter and leaked tpn onto the patient's sheets. As a result, a stat blood glucose was performed and the result was low (49 and 52). The patient was given a bolus of d10w which elevated the patient's blood glucose to a normal level. There was no lasting patient harm.